Event description:
Reporter alleged obtaining blood glucose values of 3 mg/dl and 800 mg/dl on the advantage system whereas both results are outside the numeric reading range of 10-600 mg/dl of the device. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.